Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, fenestrated bipolar forceps was damaged. There was no patient involvement or reported injury. Isi followed up with the initial reporter to obtained additional information; however, the contact was unable to provide any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting damage instrument, an investigation is in progress to determine the cause of this reported event. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire exposed. The instrument passed electric continuity test. The complaint regarding 8mm fenestrated bipolar forceps is damaged was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had a conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.